Manufacturer narrative:
Device evaluation: the device was received broken in two pieces. The device was completely covered by hardened blood and it was broken in correspondence of the proximal welding. The two parts of the device were analyzed separately. Shaft side: the visual inspection reports the following results: the shaft was kinked in 3 parts at 20 cm, 70 cm and 80 cm from the hub. The guidewire tube underneath was found stretched. Balloon: a visual inspection was carried out on the device: the balloon was unfolded. The guidewire tube was broken underneath the balloon. Balloon inflation was performed, two pinholes were detected. A guidewire 0.018" was advanced in the guidewire tube underneath the balloon. The proximal marker was missing. (B)(4).

Event description:
Physician was attempting to treat a lesion in the sfa using pacific plus dilatation balloon catheter. It was reported that, during delivery through the vessel, the balloon component was detached in the patient. The patient was transferred to or for the balloon to be removed by surgery. No further patient injury or other clinical sequelae reported for this event. No issues were noted during device removal from packaging or device preparation. Inflation fluid used 70/30 saline/ contrast.